Event description:
It was reported that during central processing, the 30-degree endoscope plus had a missing screw on the backside of its body. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found have missing screws on the housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle one-third of the endoscope cable was found delaminated. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.